Manufacturer narrative:
This is one event for the same pt involving three separate products; associated MDR #s 1225714-2013-00836, 1225714-2013-00837.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2009, after the use of the product.